Event description:
It was reported that the customer rec'd medical assistance by the paramedics due to low blood glucose levels. Prior to the assistance by the paramedics, the customer had an MRI and CT scan done. The customer was disconnected from the insulin pump, but the insulin pump was near the machines. Nothing further was reported.

Manufacturer narrative:
Failure analysis performed a basal and bolus delivery accuracy test, which confirmed excessive delivery of the programmed amount of fluid. The insulin pump history file was viewed and numerous. No delivery alarms were noted.